Event description:
It was reported that over the past two days the catheter's temperature was not registering correctly. This is all of the information the customer supplied, as per the customer the device was discarded. There were no patient complications reported.

Manufacturer narrative:
The device was discarded and unavailable for evaluation. The lot number was provided and a device history record review was completed, and documented that the device met all specifications upon distribution.